Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump alarm shows a "pump not primed" warning observed in the black box on (B)(4) 2012 at 10:19am. Following the ''pump not primed" warning a 40 unit prime occurred at 10:42am on (B)(4) 2012. The rewind, load and prime steps were successfully performed with no alarms. A force sensor calibration test confirmed that the force sensor was detecting the correct force. The pump was opened and no damage was found to the force sensor circuit. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no loss of primes and no un-programmed primes that occurred during testing. A loss of prime test was performed and the pump gave the appropriate visual and audible alert. A non-zero low force was observed in the pump history but not duplicated during investigation. There was no damage found to the keypad or key contacts and all of the keypad buttons responded to presses appropriately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump primed 40 units while the patient was attached. The reporter stated that the patient received treatment from medics at the scene. The reporter stated that the patient's pump alarmed loss of prime and after confirming the alarm the pump went into the prime menu and without a button press the pump primed 40 units on its own while the patient was attached. The reporter confirmed that the prime history showed a prime of 40 units at 10:42 am on (B)(6) 2012. The patient with the reporter again confirmed that no buttons were pressed to deliver the insulin. The patient normally wore the pump locked in a pocket and there were no noted button or keypad issues. This report is made based on the allegation that the patient received medical treatment related to an allegation that the pump primed insulin without user intervention while the patient was attached.